Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following posterior mesh augmented repair, the patient experienced posterior vaginal wall mesh extrusion with significant vaginal pain and dyspareunia. The surgeon had partial excision of mesh (extruded area) to complete the case.